Event description:
Event description guidant received information that this implantable lead displayed an out-of-range pacing impedance 2 months in a row. All other lead measurements are stable and unchanged. The patient paces 4% of the time.